Event description:
New information indicated the device was reprogrammed and the patient was doing well.

Event description:
It was reported an asymptomatic patient presented in clinic after receiving an alert for high hv lead impedance. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).